Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 before entering the shower, the patient's cgm showed 123 mg/dl. The patient felt dizzy and subsequently lost consciousness while in the shower. Her son called 911. The patient was reportedly unconscious for about 15 seconds. After regaining consciousness, the patient was given orange juice. A bg was not checked during this time. When ems arrived, her bg was 53 mg/dl and the cgm was 133 mg/dl. The patient was treated with IV glucose and transported to the hospital. In the ER, the bg was 70 mg/dl and the cgm was removed. The patient received additional IV fluids and remained in the hospital for 4 days. Upon discharge, the patient's bg was 140 mg/dl and the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the c zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.